Event description:
It was reported that this right ventricular (rv) apex lead was surgically abandoned due to loss of capture and high out of range pacing impedances greater than 2000 ohms. This rv apex lead exhibited fracture. Another rv lead was implanted. No additional adverse patient effects were reported.